Manufacturer narrative:
The pacemaker remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced an episode of syncope. Technical services was contacted and discussed diagnostic features and how to initiate the patient triggered electrogram feature.